Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for replace battery now. Customer¿s blood glucose was unknown at time of incident. Customer states that they got replace battery alarm without low battery alert. Insulin pump need to be replaced and will not return for analysis.

Manufacturer narrative:
The insulin pump was received with operational currents within spec and passed self test and displacement test. Power loss and replace battery now alarms due to connector resistance issue j6 /pcb 1.